Event description:
It was reported that during the preparation a percutaneous myocardial ablation procedure to treat an atrial fibrillation on the left atrium, an intellanav stablepoint open irrigated catheter was selected for use. Flow rate used was 60ml/min. Flushing outside the body confirmed occlusion of the irrigation port, therefore irrigation flow was insufficient. No error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter has been received by boston scientific corporation for laboratory analysis.

Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific corporation. Visual inspection did not note any visual defects on the device. A functional test was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Leakage test was done; the device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes. The lumen pressure decay was measured three times. The unit passed the test without problems. Then, a flow test was performed connecting the device to a metriq pump and was purged. All six irrigation ports flow freely. The pump was programmed to and the device was irrigated for 5 minutes without any errors or pump messages. Finally, an electrical test and a rf ablation test were conducted, and the ablation was verified by using the maestro generator 4000 and metriq pump, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observations. Catheter was found within specifications.

Event description:
It was reported that during the preparation a percutaneous myocardial ablation procedure to treat an atrial fibrillation on the left atrium, an intellanav stablepoint open irrigated catheter was selected for use. Flow rate used was 60ml/min. Flushing outside the body confirmed occlusion of the irrigation port, therefore irrigation flow was insufficient. No error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.